Manufacturer narrative:
Section d4 was updated. On (B)(6)2023 the patient was re-tested an hour later and the results were more comparable to the laboratory result.

Manufacturer narrative:
The customer did not return the material for investigation. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on accu-chek inform ii meter serial number (B)(6) compared to a different accu-chek inform meter. On (B)(6) 2023 at 9 a.m. The reporter tested and had a meter result of 2.2 while at the same time (9 a.m.) When the reporter tested on a different accu-chek inform meter, the result was 4.7. The unit of measurement was not provided. The questionable result was reported to the physician. The reporter advised that the qc test was performed and that the meter passed the qc test.

Manufacturer narrative:
The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.